Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex duodenal soft uncovered stent was implanted in the duodenum during a stent placement procedure performed on an unknown date in mid-june. Reportedly, the stent was implanted from the pylorus to the proximal of the superior duodenal angle (sda). According to the complainant, sometime post stent placement, it was noted that the stent had perforated the duodenum. Reportedly, an unknown drug was administered to the patient to treat the perforation. The stent remains implanted. The patient's condition at the conclusion of the procedure was reported to be ¿not good¿ and the patient is under follow up observation. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted.